Event description:
It was reported that the an asymptomatic patient presented in clinic for a normal follow up. Fluoroscopy revealed externalized conductors. No electrical anomalies were noted. The lead will be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.